Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia, asthenia and was unable to self-treat. Customer received third-party intervention who provided fruit juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings. Section d-4 (expiration date) and h-4 (device mfg date) have also been updated based on the extended investigation.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia, asthenia and was unable to self-treat. Customer received third-party intervention who provided fruit juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned yet. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia, asthenia and was unable to self-treat. Customer received third-party intervention who provided fruit juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.